Event description:
It was reported that during acl reparing, device did not carry the graft inside the tunnel due to undefined reason. Operation was completed by using a smith-nephew backup. A delay greater than 30 minutes was reported. No patient injuries were reported.

Manufacturer narrative:
The reported device, intended for use in treatment, was returned for evaluation. A relationship between the product and reported incident was confirmed. Visual observation of the returned product shows the suture is broken; therefore, a functional evaluation could not be conducted. The complaint has been verified but a root cause could not be determined with confidence. Factors that could have contributed to the reported event include: manipulation of the device, or incorrect tunnel preparation. Incorrect manipulation of the flipping suture and incorrect tunnel preparation can result in damage to the device or device failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.